Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Pe prove clinical study it was reported that death occurred. In (B)(6) 2010, the patient presented due to stable angina and was referred for cardiac catheterization which revealed a de-novo lesion located in the mid right coronary artery (rca) with 99% stenosis and was 16mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75x16mm study stent. Following post dilatation, residual stenosis was 0%. One day post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with angina pectoris. In (B)(6) 2015, the patient was hospitalized. As a treatment, coronary artery bypass graft (CABG) was performed. One day post admission, the patient died.